Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens). When the patient received their local anesthesia, they passed out; they were also very exhausted when they got home. The next day, they said their ens is giving them an error code regarding their batteries. During the call, the ens and controller battery levels were checked and they both were working; ens = 80% and the controller was reading "ok." As a result of what was reported, they were advised to call the call center if the error reappeared. On (B)(6), the patient took a shower and they are concerned that they ruined the battery in their ens; the number was at 80% before and 70% after. The patient hasn't felt stimulation since (B)(6) 2018. During the call, stimulation was increased which resolved the stimulation output issue. Nine days later, the patient was getting an error to call their clinician due to less than 25% remaining battery in their ens; their follow up appointment was on (B)(6) 2018 so the call agency told them not to worry with respect to contacting their hcp. No further patient complications have been reported as a result of this event.